Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received later a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown dermatologic surgery on (B)(6) 2018 and suture was used. During the procedure, the needle broke at the tip. This may have been caused by holding the tip of the needle when suturing on the dermis. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Pc-000200399 date sent to the FDA: 08/13/2018 additional information: additional summary: a suture needle was returned for evaluation. A fracture was observed at the tip of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.